Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was connected to the previously implanted right ventricular (rv) lead, but out of range pace impedance measurements were noted. The lead was tested with the pacing system analyzer (psa) and normal measurements were noted. A lead fracture was suspected but not confirmed. The lead was partially cut while a new lead and this device were implanted successfully. No adverse patient effects were reported.